Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. One opened probe was received with a tip protector in a bubble bag for the report of tip of probe got deformed during surgery and probe could not be pulled out from trocar cannula. A trocar was on the probe needle at time of receipt. The returned sample was visually inspected and was found non-conforming with deep gouges on the cutting edge of the port which prevents the probe from being removed from the trocar. A functional fit test could not be performed due the visual condition of the probe needle. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Damage was observed on the cutting edge of the inner cutter. Wear marks were observed at the bend area of the inner cutter. And gouge marks were observed on several locations along the inner cutter. A photo of the product is attached to the parent file and has been reviewed by the manufacturing site. The top portion of the port is deformed and the trocar is on the probe needle. The sample was unable to have a functional fit test performed, however, the observed damage to the port of the needle would have caused a fit issue with a trocar as was observed by the received trocar not being able to be removed from the probe needle. The exact root cause for the damaged cutting edge of the port, as well as the damage observed on the inner cutter, cannot be determined from this evaluation. Since the probe was able to be inserted into the trocar cannula, the observed damage had to have occurred after the probe was inserted through the trocar cannula as the probe would not be able to be inserted through the trocar in the observe visual condition. The most likely contributing factor to the damaged cutting edge of the port, as well as the damage observed on the inner cutter, is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter becomes bent and could interfere with the port of the needle. No action has been taken as the exact root cause of the customer complaint could not be determined from this evaluation. Probes are 100% visually inspected during manufacturing. All assembled probe needle diameters are also 100% tested for fit into a ring gauge to insure the probe needle does not exceed a trocar opening. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe tip was deformed and could not be pulled out of the valved trocar cannula. The product was replaced and procedure completed with no patient harm.